Manufacturer narrative:
A check was performed on the analyzer and imprecision was observed. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a ft4 value of 2.56 pmol/l. The sample was repeated on a second analyzer, resulting with a ft4 value of 16.4 pmol/l. The sample was also repeated on a third analyzer, resulting with a ft4 value of 16.3 pmol/l. The ft4 reagent lot number was 483198. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer replaced tubing and decontaminated fluidics. The issue was resolved after these actions. The investigation determined the service actions resolved the issue.